Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the field indicated no lead anomalies were seen upon imaging.

Event description:
During a follow-up, high capture threshold and high pacing impedance on the atrial lead were noted. The device was reprogrammed and no further intervention was performed. The lead will continue to be monitored, and the patient was stable with no adverse consequences.